Manufacturer narrative:
The synchroseal instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. Based on the image, the fragment could have potentially originated from damage to the main tube in the area. The jaw cover did not look damaged from the image. However, it cannot be confirmed if the fragment originated from the jaw cover.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, a fragment from the "coating" of a synchroseal instrument fell inside the patient's body. The fragment was not retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchroseal instrument was inspected before use and found to be normal. During surgery, interference between instruments on arm #3 and arm #4 caused a device fragment to fall inside the patient. The surgeon indicated that the instrument collision was the cause of the event and was committed to preventing such occurrences in the future. The instrument had been used for about 39 minutes without functional issues noted during the procedure. The fragment from the instrument was found postoperatively in infectious waste containing coagulated blood that was aspirated with a suction tube. No additional surgical procedures or postoperative tests were required, and the operation was completed robotically using the same instrument. There was no injury to the patient and no subsequent complications reported.